Event description:
The customer's pump did not have audible tone. Troubleshooting was performed. The audible tone could not be heard. Instructed the customer to call the help line for further assistance is needed. A replacement pump was sent.